Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: steerable guide catheter, 3 implanted mitraclips. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported inability to translate the gripper line during the establish gripper line removability (eglr) test could not be determined. The reported stretching of the gripper line was likely a secondary effect of the inability to remove it and due to additional force used in attempts to remove it. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the inability to remove the gripper line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Three clips were successfully implanted, reducing mr to 1+. A fourth clip delivery system (cds) was advanced to the mitral valve and grasping was performed. When attempting to establish gripper line removability (eglr), the gripper line would not move and stretched. The clip was opened and the cds was removed with the clip. As there was a good mr reduction with the first 3 clips, no additional cds was attempted. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.